Manufacturer narrative:
(B)(4).

Event description:
It was reported patient had unspecified symptoms and problems with her pump. Additional information has been requested and will be made as follow up as it becomes available. For third implant refer to MFR report # 3004209178-2010-05803. For first implant refer to MFR report # 6000030-2010-05801.